Event description:
While cleaning out my resmed phillips dreamstation CPAP machine I noted small particles of a dark grey or black substance that appeared to be urethane foam which had gotten loose and were located almost at the end of the tubes in the nose mask indicating they had been blown all of the way through the machine and were about to be breathed in. FDA safety report ID # (B)(4).